Event description:
Fracture and embolization of powerport catheter to heart. Patient had powerport placed in 2016. Patient at office for routine flush on (B)(6) 2021 and complained of pain at site of port. X-ray obtained and catheter observed in right atrium/ ventricle. Fractured catheter was removed by interventional radiology. Hub of port was removed on a separate day which noted a residual fractured groshong catheter affixed to the hub of the port. Second procedure required to remove hub. FDA safety report ID # (B)(4).